Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the device battery compartment, middle printed circuit board, spring and battery cap. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device would not turn on dc power. This is not a reportable malfunction. However, during verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.